Event description:
It was reported that the customer's insulin pump alarmed motor error several times. Troubleshooting was performed. It was stated that the device was not exposed to a high magnetic field. The displacement test was performed and the test failed. It was stated that the customer changed the infusion set and reservoir, but the alarm persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime and displacement test. However, the insulin pump was stuck in the motor error loop during bolus/basal delivery. Error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during out testing.